Event description:
The customer reported that during a gynecological operation, the handle could not open the jaws after coagulation. The device was removed by cutting out of tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.